Manufacturer narrative:
Unit received with broken battery tube threads. Unit received with minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported pieces were cracked and broken from battery compartment. Customer's blood glucose was 412 mg/dl and was treated with bolus delivery. Customer was advised that insulin pump would need to be replaced.